Manufacturer narrative:
The pipeline flex delivery system was returned for analysis. As received, the pipeline braid was found fully opened with slight fraying at both ends. The proximal end of the pushwire was observed bent. The tip coil and distal hypotube were stretched. Based on the analysis findings, the clinical observation could not be confirmed. We are unable to definitively determine the cause of the event. The possible cause of the middle section not opening could be a combination of the damaged braid and the patient anatomy, as the patient had severe tortuosity. In addition, the damage to the braid at both ends is likely result of the physician re-sheathing the device more than the recommended two times. The damages seen, proximal wire, tip coil and hypotube suggest excessive force was used during delivery such as pushing and pulling. As per the IFU, "do not use in patients in whom the angiography demonstrates the anatomy is not appropriate for endovascular treatment, due to conditions such as severe intracranial vessel tortuosity or stenosis. Re-sheathing the pipeline flex embolization device more than 2 cycles may cause damage to the distal or proximal ends of the braid."

Manufacturer narrative:
The device has not been returned for evaluation; however, return is anticipated. Without return of the device, no definitive conclusions can be drawn regarding the clinical observation. Should the device be returned or additional information become available, a supplemental report will be submitted.

Event description:
Medtronic received information that during embolization treatment of a small aneurysm located in the right carotid syphon the middle segment of the device became "twisted." It was reported that during the deployment the device opened properly but while keeping the microcatheter in the center of the vessel the device then appeared "twisted" in the middle section. The physician tried to resheath the device three additional times, but the device could not be opened as the patient had severe vessel tortuosity. The device was resheathed and removed from the patient. A new device and microcatheter were used to complete the procedure successfully. No patient complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.